Event description:
It was reported that customer experienced cartridge alarm during cartridge load process despite following prompted steps and proper technique. There was no adverse impact to the customer's blood glucose level. Customer was unable to resume insulin therapy with pump due to recurring alarm, so technical support assisted with loading attempts, arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup insulin therapy, provided guidance on putting pump into storage mode, programming settings and reconnecting continuous glucose monitor on replacement pump, and directed customer to return malfunctioning pump using prepaid label within specified time frame.